Manufacturer narrative:
The reported event of guidewire could not be removed was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the polytetrafluoroethylene (ptfe) coating of the guidewire was stripped and bunched inner coil at the distal end of the connector pin which is consistent with the reported event.

Event description:
During an implant procedure, the guidewire was unable to be withdrawn from the left ventricular (lv) lead. The lv lead was explanted and replaced and the patient was stable.